Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported problem was unable to be duplicated, the downstream occlusion (dso) sensor was working as intended. Service will replace the dso and upstream occlusion (uso) sensor as a preventive measure and performed functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump displayed error message "cassette not attached properly". There was no reported adverse event.